Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had the attention and charge-pak icons in the readiness display. During device evaluation, physio-control observed that the device would power off immediately after it had been powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device had an excessive 6.7 hours of life time on time, with repeated power cycles. This excessive on time caused the device's internal hybrid layer capacitor (hlc) batteries, and the charge-pak battery charger to deplete. In addition, it was observed that a filter, designator fl11 on the analog pcb assembly was electrically leaky. This filter being electrically leaky also caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.